Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail 15/2.0 mm balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and an unspecified guidewire and a mach1 guide catheter to cross the lesion. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.